Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer¿s blood glucose (bg) level was 600mg/dl. A correction bolus via the pump was delivered and a manual injection was administered to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.